Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was not saving pt images correctly (data loss). There is no report of injury or death associated with the event described in this complaint.